Manufacturer narrative:
H3: the device and the capsule were placed in a small resealable bag and returned in a plastic sleeve (non-original packaging). There was no damage noted to the returned capsule. However, it was observed that the distal end of the device was damaged and deformed while mid-section of the device was bent when returned. Under the magnification, traces of contamination were observed at the distal end of the device. The complaint was confirmed, due to an out of specification condition. Previous codes b21, c21 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, when preparing to implant the product, it was found that the product was deformed and could not be used normally. The package was not found to be damaged when opened. The procedure was extended up to 3 minutes. The procedure was completed with backup product. There was no patient injury in this event.